Event description:
It was reported while using bd phoenix¿ pmic/ID-107, a patient isolate of s. Aureus was misidentified as s. Epidermidis. There was no report of patient impact.

Manufacturer narrative:
"Investigation summary: this complaint is not confirmed. This complaint is for misidentification of staphylococcus aureus as staphylococcus epidermidis when using phoenix panel pmic/ID-107 (448607) batch number 2333610. The customer did not return panels or phoenix generated lab reports but provided isolates for the investigation. To investigate, three retention panels from the complaint batch 2333610 was tested using qc isolate s. Aureus a29213 on a phoenix m50 machine and evaluated for identification results. Next, three retention panels from the complaint batch 2333610 was tested using qc isolate s. Aureus a25923 on a phoenix m50 machine and evaluated for identification results. Last, one retention panel each of customer returned isolate s. Aureus sa-1 and sa-2 on a phoenix m50 machine and evaluated for identification results. All eight panels identified as s. Aureus, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed four additional complaints on the complaint batch, two of which is related to this defect and not confirmed. Complaint trending was performed and no trends were identified associated with this defect." This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.